Event description:
Customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 25 mg/dl, resulting in loss of consciousness. Cause was not known. Glucagon was administered by the customer's mother to address the low blood glucose, and tandem technical support recommended consulting a healthcare provider to discuss potential factors affecting glucose levels. Ultimately, the customer reverted to an alternate method of insulin therapy.